Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was a result of infection. In the revision, the tibial locking bolt, and the tibial insert were replaced. The implants were revised to implants of the same size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity or product that would have caused the adverse event.